Manufacturer narrative:
Other, other text: phone number provided: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no cassette alarm was noted. Subsequently the cassette was changed. No adverse effects were reported.